Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens implantation procedure the surgeon noticed a scratch on intraocular lens. The lens was removed during initial procedure. Additional information has been received and stated that most likely iol was scratched during folding by the newer technician. There was no patient harm. .